Manufacturer narrative:
The reported events were noise and lead fracture. As received, a complete lead was returned in one piece for analysis. The reported event of noise was confirmed. Visual inspection found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impressions. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes that pacing inhibition was noted due to the over-sensing. Lead fracture was also confirmed noted on the product. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: g3: awareness dare for prior report should be corrected to aug 27, 2024.

Event description:
It was reported that a patient presented with over-sensing of atrial lead noise, which was alleged to be due to a lead fracture. The lead was explanted on (B)(6) 2024. The patient was stable throughout.